Event description:
The complainant reported a prima zirconium abutment placed in a male pt, (fdi site number not known) in (B)(6) 2010. The abutment was reported to have fractured on (B)(6) 2010. The complainant report did not indicate any pt adverse effect as a result of this failure.

Manufacturer narrative:
The zirconium abutment and screw were returned for eval. Visual inspection revealed the base of the abutment was fractured. Microscopic eval revealed the fracture originated around the neck of the internal lobe connection. The internal lobes portion of the implant was not returned. Due to the inherent nature of the material, failures of this type are not unexpected. The root cause is likely attributed to user technique and/or operational context. Misalignment of the internal lobe connection during placement is the most likely contributor of the failure. Also, fractures can occur at the base of the zirconium abutment if a torque setting over the recommended 30 ncm is applied. Product is supplied by keystone dental as a non-sterile part, consequently, there is no exp date. (B)(4).